Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer initially could not reset the pump and was provided with instructions by technical support. Upon calling back, the customer successfully completed the pump reset with technical support's help. The malfunction did not recur, and technical support advised the customer to continue using the pump and to call back if any further issues occurred.